Manufacturer narrative:
The sample was not returned for evaluation, therefore a device analysis could not be performed; however, nipro performed a batch review and there were no deviations found related to this reported condition during the manufacture of this lot. Additionally, nipro performed biologic testing (acute toxicity, pyrogen, intradermal and hemolysis tests) on retained samples from this lot and no abnormality was found in the findings of the biological tests performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hemodialysis patient experienced an allergic reaction which was manifested by urticaria, a sharp decrease in blood pressure and subsequently experienced cardiac arrest. It was reported the patient used the baxter exeltra product for two-three weeks without incident. Approximately 30-40 minutes into treatment the patient experienced urticaria. The patient was treated with benadryl. Approximately 35 minutes later, the patient developed severe hypotension and experienced a sudden cardiac event. Therapy was stopped immediately and CPR was performed until the arrival of emergency services. At the time of the event 1.64 liters had been removed from the patient. The patient was taken to the emergency room. Treatment provided in the emergency room was unknown. The patient was released from the emergency room the same day. The nurse reported, no other changes had been made to skin disinfectants, cleaning procedures, bicarbonate settings, or other products used during therapy. No additional information is available.